Event description:
On (B)(6) 2011 customer reported that they noticed multiple hba1c2 results were trending low on (B)(6) 2011, on the dxc 600 pro instrument, and the results were reported outside of the lab. Customer rerun quality control (qc) and the results were also low. Customer repeated the sample after recalibrating with fresh calibrators and fresh reagent cartridge and the results were higher. Customer repeated the test for 18 patient samples. Seventeen of the 18 patient sample results were within precision range. Only 1 patient sample result was greater than 2 standard deviations (patient ID (B)(6)). The customer amended all 18 patient sample results. Customer immediately notified the physician. Customer did not receive any response from physician about affecting patient treatment, therefore customer does not believe patient treatments were affected. Customer faxed in the calibration reports and patient data results for evaluation. The root cause is unknown.